Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32110.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32110. During lead replacement surgery (related manufacturer reference number: 3006705815-2020-32108 3006705815-2020-32109 ) the physician was unable to implant the new leads on (B)(6) 2020. The procedure was abandoned, and the patient was referred to a different surgeon for lead implantation on a later date.